Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. The customer received third party assistance from their husband, who stuffed the jelly on the side of the customer¿s cheek and gave glucose tablets to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.